Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/12/2014 with the following findings the issue was confirmed in the pump history but not duplicated during testing. Black box review shows evidence of consecutive ¿cs052/cs054/cs012¿ alarms observed after ¿cs128¿ alarm on the date of (B)(6) 2013, no power on reset event is recorded between the 2 alarms. The pump powers ¿on¿ and displays ¿verify¿ screen. The display is fully illuminated and clear. The pump was primed and exercised for 24hr, no cs alarms occurred during the duration test. The pump¿s cover was removed; inspection reveals no intermittent condition to the printed circuit board. The slave processor was reprogrammed successfully. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributor contacted animas and alleged the pump was emitting call service alarms more frequently than expected. There is no adverse event reported. This complaint is being reported because the call service alarm issue was not resolved with troubleshooting.